Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The logfile shows during the docking phase of the reported treatment the user got some trouble to achieve good suction one value. During the bed cut of the reported treatment the message 'suction pressure pump 1 too low' and warning message 'vacuum exceeds limits - treatment is aborted' appeared and the system aborted the treatment. The warning message was shown because the suction value for suction one was oscillating at the lower limit. The user restarted the aborted treatment and performed it successfully. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no error or relevant warning messages and also the vacuum and energy stayed stable. The reported suction loss issue is caused by bad docking and most possible the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a loss of suction during lasik flap creation. The patient interface was exchanged and another pass was made to create the flap. The flap was created and ablation was completed. Reporter states there may have been movement of the patient to cause this event. Additional information has been requested.